Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Late due to delay in receiving paperwork.

Event description:
It was reported that the patient underwent lead revision due to lead dislodgement.